Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating. Additionally, the customer received multiple power source alerts when plugging the pump into a power source, despite using multiple usb cables and wall adapters. The customer's blood glucose (bg) was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.